Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was fractured, unstable thresholds, high and low impedance, and oversensing. The lead was capped and replaced.

Manufacturer narrative:
Concomitant medical products- model: ddbb1d1, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post a implantable cardioverter defibrillator (ICD) changeout procedure the patient's right ventricular (rv) lead triggered a lead integrity alert (lia) with increased sensing integrity counter (sic) and high rate non-sustained episodes. Additionally, artifact/noise oversensing was noted on stored electrograms (egm). Follow up was conducted and it was confirmed that reprogramming was completed. The lead remains in use. No patient complications have been reported as a result of this event.